Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that they discovered a fluid leak during an unknown phase of their pd therapy. The patient reported that they stood up and a puddle was found on the floor. The patient reported that the unused lines were open. There was no indication that fluid came in contact with the cycler. It was also reported that the cycler turned off/on during treatment and the cycler was replaced for this issue. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information was requested but to date, has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.